Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation received on (B)(6)2021 with lot number 3108430. Visual analysis of the returned device identified: opening and crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified: opening sharp in the valve bond edge. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: -a sharp opening on valve bond edge to an unidentified (tear) opening."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.